Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30-degree endoscope plus was not possible to flip the angel of the camera under surgeons¿ control. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed the image was no inverted. The problem existed on all arms of the system. The vision orientation changed on its own every time it was installed. The endoscope did not move with uncontrolled motion. At the time of the event, the system recognized the correct scope; however, it was not possible to restore the desired orientation. An indication of the image orientation was provided to the surgeon via user interface.